Manufacturer narrative:
Livanova (B)(4) manufactures the centrifugal pump system with tubing clamp. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). The device was removed from service to undergo investigation by a livanova field service representative off-site. The equipment was tested and the reported issue was reproduced after a few cycles. The service representative traced the issue to a faulty flow control board. The board was replaced and subsequent testing did not identify further issues. The investigation is on-going. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Evaluated on site by livanova technician.

Event description:
Livanova (B)(4) received a report that the flow was not displayed on the centrifugal pump system with tubing clamp after the second dose of cardioplegia was given during a procedure. There was no warning displayed and the clamp was not closed. The user reset the control panel but it did not resolve the issue. The device was replaced to continue the procedure. The user reported that there was no patient injury as a result of this event.